Event description:
It was reported that the patient recently passed away on (b)(6)2026 due to SUDEP, genetic idiopathic focal epilepsy. The patient was at home alone and was found in the bathroom lifeless 4 hours later.No other relevant information has been received to date.